Event description:
Report received of an overdelivery. The pump was programmed to deliver in the tpn mode a vtbi (volume to be infused) of 1000ml, with a 1 hour taper up, a 1 hour taper down, for a duration of 12 hours. The container size was not specified. In 2005 at 8:00pm the delivery was initiated in the patient's home. The delivery was reported complete "two hours" sooner than expected the next day. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required.